Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as customer alleging possible insulin pump was under delivery. The customer¿s blood glucose level was 400 mg/dl at time of incident and current blood glucose level was 300 mg/dl and 358 mg/dl. Customer reports they feel okay to troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer states the auto mode feature active and automatically adjusting insulin at time of high blood glucose event. Customer treated for high blood glucose by bolus. Customer reports they have not contacted their health care professional regarding the high blood glucose. Customer states displacement test was successful. The devices will not be returned for analysis.